Event description:
The customer reported a blank display. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being plugged in properly.